Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code e012201 2363 dyskinesia. H6 codes: health effect - clinical code - 4580 insufficient information for experiencing sand in the muscles.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.